Manufacturer narrative:
UDI number: (B)(4). Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patient¿s own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Since there are multiple modes of contamination other than the prosthesis itself, and no indication or allegation that the patient¿s infection was device related, the event was likely due to patient and/or procedural-related factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the patient had presumed prosthetic valve endocarditis on post-operative day six after implant of the 23mm pericardial aortic valve. The post-operative course was noted to be uneventful.

Manufacturer narrative:
Reference CAPA-20-00141.